Event description:
It was reported the patient who had undergone polarus 3 surgery fell and re-fractured (event date unknown). The polarus 3 implant procedure was performed in (B)(6) 2021. The nail itself was also broken near the distal screw of the nail. The surgeon explanted the polarus 3 nail. This report is related to report numbers 3025141-2022-00210, 3025141-2022-00211, 3025141-2022-00212, and 3025141-2022-00213 for the other devices involved in this event.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found.